Event description:
(B)(4). Same patient as MDR#2134265-2010-04816. Same case as MDR#2134265-2013-03198, 2134265-2013-03199, 2134265-2013-03094 and 2134265-2013-03200. It was reported that during a stenting treatment procedure, the device was unable to advance and the patient experienced chest pain. In (B)(6) 2013, the patient was hospitalized. The 85% in-stent restenosis of the previously placed 2.5 x 15 mm promus drug eluting stent and 60% mid stenosis of the previously placed 2.5 x 12 mm taxus liberte stent noted in the non-target vessel ramus were treated with a 2.5 x 10mm flextome cutting balloon which was unable to cross the lesion. Pre-dilatation was performed using a 2.50 x 15mm apex balloon. The patient complained of chest pain on a scale of 4. After placement of a 2.5 x 24mm ion stent, 2 mg morphine sulphate were administered. The stent was post-dilated using the same 2.5 x 15 mm apex balloon and still the patient complained of chest pain on a scale of 8. Two mg of morphine sulphate were administered. Following stent implantation, the origin of the ramus artery was compromised and a small dissection was noted. A 2.25 x 8 mm ion stent was deployed and repeat angiography revealed no compromise at the left anterior descending artery (lad) or left circumflex artery (lcx) and revealed no dissection. There was 0% residual stenosis. Two more mg morphine sulphate were administered after which the patient complained of chest pain on a scale of 1. The next day the event resolved without residual effects and the patient was discharged.

Manufacturer narrative:
(B)(6). Device evaluated by MFR: the complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited by patient anatomy, interaction with other devices or other procedural factors. (B)(4).